Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.3, b.5, d.6b, h.6.

Event description:
Patient reported "capsular contracture (baker grade IV), the recall was mentioned." This is for an left side. Device has been explanted

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side "capsular contracture," baker grade unknown, "recall," and "radial folds." Patient additionally reported "oval nodular" not related to the device. The device remains implanted.